Event description:
The pt had her pump pocket revised. The pump felt better for the pt now. She did not have any medication or catheter issues. The event resolved. The device system was used to deliver baclofen.

Manufacturer narrative:
(B)(4).